Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported seeing poor communication on the patient programmer (pp), and it wouldn't interrogate. It was stated they had changed the batteries 2 to 3 times and poor communication still occurred. It was noted the patient was using an antenna, but securing it and trying to sync didn't resolve the poor communication. Also, unplugging the antenna and placing the pp directly over the implant didn't resolve the reported issue either. The consumer stated that patient had been sick. The patient was experiencing pain in the stomach area on the upper right abdomen. The patient was vomiting and had a severe urinary tract infection (uti). It was stated an x-ray was taken and the uti was being treated. The patient was still in severe pain. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.